Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the an alliance inflation syringe was used during a dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that there was something wrong with the gauge as it was not working on the syringe. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.